Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/ compromised force sensor and displacement test. The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump had a scratched display window noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 156 mg/dl. The customer states motor error alarm occurred during prime. The customer stated the pump was not exposed to a high magnetic field, but does work as a paramedic. The customer stated there was a motor position encoder error alarm noted in the history. Troubleshooting was performed and the pump passed the displacement, self-test test and was able to rewind. Troubleshooting was able to resolve the issue. The insulin pump was still returned back for analysis.